Event description:
It was reported that immediately after the customer replace the cassette with another new one, a "no disposable, pump won't run" alarm went off. So the customer changed the cassette to another one, and no alarm sounded. Also, he checked the cassette with another pump connected to it, and the alarm reoccurred. The pumps used together with the cassettes were (B)(4). No patient injury was reported.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the sample received doesn't present any damage, kink, or cut that could cause the failure mode reported. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. A corrective and preventative action was initiated to investigate further. No additional action was taken as the device functioned properly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.